Manufacturer narrative:
The navio handpiece, intended for use in treatment, had intermittent functional and performance issues prior to a procedure on (B)(6) 2018. The navio handpiece was returned for further evaluation and the initial visual/functional inspection was performed, which confirmed the reported event. A handpiece characterization was performed and it was found that the snap lock nut became unthreaded from the snap lock, therefore resulting in a high t1 max torque value. The loose snap lock nut was tightened and handpiece characterization was redone to get acceptable t1 max torque values. The root cause of this issue was found to be supplier / raw material fault. A device history record review found the device met all manufacturing specifications during release for distribution. A complaint history review found similar reports and this issue.

Event description:
It was reported that the handpiece presented intermittent functional and performance issues. Sometimes it functioned normally, sometimes it did not. The handpiece was replaced in order to continue with the case. The device was not being used with a patient during the event. Results of the investigation have concluded that the snaplock assembly has incorrect dimensions, which makes it a reportable event.